Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that both the right atrial (ra) and right ventricular (rv) leads exhibited unspecified oversensing. Programming changes and further lead testing were suggested; no changes or interventions were reported. There were no patient consequences.